Manufacturer narrative:
The actual devices have not been returned for evaluation. Teleflex medical is in the process of retrieving unopened samples from the facility to perform an evaluation. Once additional information becomes available, a follow-up report will be provided.

Event description:
It was reported that staplers are jamming during use. It is unknown if there was any patient injury or medical intervention necessary. No additional information was available.